Event description:
It was additionally reported that the device was unable to be interrogated. There were no green lights on the programmer and no tone. The patient has not been seen for two years. It has not beed decided if the patient wants the device replaced. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead triggered a lead warning for high impedance. An electrogram revealed interference and oversensing. The lead remains in use. It was also reported that the device had a sudden change in battery voltage with rapid battery depletion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the right ventricular (rv) lead was fractured. The device and lead were explanted and not replaced. No patient complications have been reported as a result of this event.